Event description:
It was reported that the insulin pump had a protruding drive support cap and alarmed, indicating a compromised force sensor system, during the prime/rewind process. The blood glucose reading was 160 mg/dl. No significant events leading to the alarm were noted. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump had cracked battery tube threads, a cracked belt clip slot, cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.